Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2008 on patient's right (od) eye. During the procedure, the patient moved, which caused a side cut tag on the right eye. While dr was attempting to manually dissect the side cut tag, the patient moved again and the cornea was perforated at the 2 o'clock axis of the edge of the flap. The procedure was aborted and a suture was required to close the wound. A bandage contact lens was placed on patient's right eye and topical steroids were prescribed. Patient has responded to treatment without further complications. The patient's preoperative best corrected visual acuity (bcva) was 20/15 od as of the same day. Patient's postoperative bcva is 20/20 ou as of eight days later. The relationship between the event and the device is unk.

Manufacturer narrative:
A clinical development specialist (cds) has been in contact with the physician since 2008 obtaining patient follow-up status. According to the physician, the root cause of the reported event of incomplete sidecut and dissection that lead to the patient's cornea being perforated was related to patient movement. Patient is doing great and is considering surface ablation in the future. System was checked and was within specifications. Aborted procedure - incomplete flap - manual dissection.